Event description:
A pt with failure of several organs was becoming dehydrated. It was decided to hydrate the pt with 500 cc of fluid at 60 cc per hour. The cpoe has available for selection 500 cc and 500 cc was selected. However, the fluid, ran in to the pt continuously, resulting in a fluid overdose of 3x in excess of what was originally ordered. The pt developed pulmonary edema of the lungs and further complications resulted in death. In this case, the order entry device has ambiguous and misleading information that resulted in the fluid overdose, and then death "dor this inform."